Manufacturer narrative:
H6: investigation summary. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube there was overfill. The following information was provided by the initial reporter. It is reported customer is experiencing over filling. Customer stated: "multiple tubes from this lot number are overfilling, past the maximum line, which is 10% above the nominal fill line on the coag fill line cards provided." Additional information: customer states: "the tube is filling to the bottom of the cap, but we can still a space. It was explained that if there is a space between the blood and the bottom of the cap, this is acceptable and that is the +10%.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube there was overfill. The following information was provided by the initial reporter. It is reported customer is experiencing over filling. Customer stated: "multiple tubes from this lot number are overfilling, past the maximum line, which is 10% above the nominal fill line on the coag fill line cards provided." Additional information: customer states: "the tube is filling to the bottom of the cap, but we can still a space. It was explained that if there is a space between the blood and the bottom of the cap, this is acceptable and that is the +10%.